Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. Medical records were provided and reviewed by a health care professional. The review of the initial surgery notes identified recurrent baker¿s cyst and medial gonarthrosis with genu varum on the right as contributing factors to the event. Medial gonarthrosis is evident, cruciate ligaments intact. Lateral compartment unremarkable. Implants cemented, all cement residue removed. No intra-op complications. Review of x-ray dated approximately 2 years post initial surgery identified no prosthesis fracture or loosening, no periprosthetic fracture, but a slight joint effusion and retro-patellar arthrosis. An arthroscopy was also performed approximately 4 years and 5 months post initial surgery to rule out infection. Review of revision surgery discharge summary identified a loosening of the tibial component and chronic pain. Also, massive synovitis was encountered, as well as severe knee contracture, osteophytes, and scarring. Serous effusion emptied was noticed. Tibial and femoral defects were filled with autografting (patient¿s own bone). Tka implants were cemented in place without complication, good rom and patellar tracking achieved. Osteophytes were removed from the patella, but no patellar resurfacing/implant. Discharge summary reports no postop complications, intra-op cultures did not show bacterial growth until the time of discharge. Based on the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, d4, g1-2, g3, g4, g6, h2, h6, h11. D4 - this product is sold outside the us and therefore no gudid information exists. This device is considered similar to 00887868214608. G4 - the reported product is not sold in the us, the pre-market submission number for the similar product sold in the us is (B)(6). No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. Medical records were provided and reviewed by a health care professional. The review of the initial surgery notes identified recurrent baker¿s cyst and medial gonarthrosis with genu varum on the right as contributing factors to the event. Medial gonarthrosis is evident, cruciate ligaments intact. Lateral compartment unremarkable. Implants cemented, all cement residue removed. No intra-op complications. Review of x-ray dated approximately 2 years post initial surgery identified no prosthesis fracture or loosening, no periprosthetic fracture, but a slight joint effusion and retro-patellar arthrosis. An arthroscopy was also performed approximately 4 years and 5 months post initial surgery to rule out infection. Review of revision surgery discharge summary identified a loosening of the tibial component and chronic pain. Also, massive synovitis was encountered, as well as severe knee contracture, osteophytes, and scarring. Serous effusion emptied was noticed. Tibial and femoral defects were filled with autografting (patient¿s own bone). Tka implants were cemented in place without complication, good rom and patellar tracking achieved. Osteophytes were removed from the patella, but no patellar resurfacing/implant. Discharge summary reports no postop complications, intra-op cultures did not show bacterial growth until the time of discharge. Further medical notes provided, specifically a pathology report was received and evaluated by a hcp which reported 'clearly abrasion-induced change with predominately contained micro- and macro-pe particles; correlating with the osteolysis in the area of the tibial anchor bar, which is radiologically recognizable here preoperatively. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). D10 - associated medical devices: oxf uni tib tray sz c rm PMA; item# 154723; lot# 6133747 oxford uni twin-peg femoral md; item# 166942; lot# j6092898 oxf anat brg rt md size 4 PMA; item# 159576; lot# 6029862. G2 - foreign: germany. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient had an initial right partial knee arthroplasty performed. Subsequently, the patient presented with pain and contracture of the knee. Approximately 4 years and 9 months post implantation, the patient was converted from a partial to a total knee arthroplasty; during which, severe synovitis and scarring were noted. The tibial component was grossly loose and easily removed. Tibial and femoral bone defects were filled with autologous grafting. Total knee tibial and femoral components were cemented into place without complications. The patella was debrided of osteophytes, but no resurfacing was performed or implant placed. Attempts have been made, no further information available at the time of this report.